Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days postoperative the right ventricular (rv) lead dislodged and displayed no capture, high thresholds and undersensing. A lead revision was completed to reposition the lead. The lead dislodged again and a second revision was completed where the lead was extracted and replaced. No patient complications have been reported as a result of this event.